Manufacturer narrative:
The autopulse platform was returned to the manufacturer for evaluation on 06/04/2015. Investigation results for the returned platform as follows: visual inspection was performed and no physical damages were observed. A review of the platform's archive data was performed and multiple user advisory 34 (encoder failure) codes were observed on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. Functional testing was unable to be performed as a user advisory (ua) 34 (encoder failure) message was observed upon power up. User advisory (ua) 34 occurs when there is a communication error with a component that calculates and controls the driveshaft position. Further inspection determined that the integrated encoder gearbox was not functioning properly. Following replacement of the encoder, the platform passed all functional testing. Based on the investigation, the part identified for replacement to remedy the customer's reported complaint was the integrated encoder gearbox. In summary, the customer's reported complaint of the platform displaying a user advisory (ua) 34 message was confirmed during review of the platform's archive data and during functional testing. The integrated encoder gearbox was replaced to remedy the complaint. After replacement of the part identified during investigation, the platform passed all final functional testing criteria.

Event description:
It was reported that the autopulse platform is displaying a user advisory (ua) 34 (encoder failure) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Product in complaint was returned to zoll on 06/04/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.